Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed due to a lack of sample. A batch review of lot h10e09032 was conducted and no issues were found related to the reported condition during the manufacture of the lot. The home patient (hp) reportedly had the hc machine set up and then one of the bags of solution fell off table and came unspiked. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center requesting assistance to get the homechoice (hc) machine opened during setup, to get the cassette out. The home patient (hp) reportedly had the hc machine set up and then one of the bags of solution fell off table and came unspiked. The hp was not connected. The technical service representative (tsr) performed troubleshooting to open the hc door. The hp would use new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, it was revealed that she did not notice any defects with the supplies and did not get tangled in the lines. The patient stated they have been performing therapy fine without further complications.